Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and occlusion tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarm was noted. The motor was tested outside the device, and it passed. Also, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 200 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. She also reported a no delivery alarm that had been resolved with a complete set change. Nothing further was reported.